Manufacturer narrative:
Unable to confirm overheating due to failure to perform pre-temperature test. Analysis found that the motor was severely corrode d inside. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the hand piece was overheating and making noise. There was no patient impact.